Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the device failed cutter insertion. It was further observed that the bearings were worn out and the tip was drilled. It was further determined that the drilled tip was caused by the cutter device being improperly loaded into the attachment device and then installed onto the drill device. It was determined that the cutter device did not seat properly in the locking chamber. The attachment device was forced into position which placed the distal tip of the cutter in compression. At that point, the tip of the cutter was in direct contact with the neuro tip of the attachment. When the drill was started, the cutter drilled into the neuro tip. It was determined that the device failed the cutter insertion because the bearings were worn out. It was determined that the worn out bearings were due to normal wear over time. The assignable root cause of the drilled tip was determined to be due to user error. The assignable root cause of the worn out bearings was determined to be due normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the craniotome device was not working. During the pre-repair diagnostics assessment, it was determined that the bearings were worn out and the tip was drilled. It was reported that the even occurred after use on a patient. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.